Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a syncopal episode in the after being programmed into magnetic resonance imaging (MRI) safe mode using the mobile application used for MRI accessibility. It was noted that, prior to programming into MRI safe mode, the patient's presenting rhythm was paced at 70 bpm and programmed to voo mode at 110 bpm by the application. The patient was then programmed out of MRI safe mode. It was further noted that the patient was sent to the emergency department. No further patient complications have been reported as a result of this event.